Event description:
Health care professional reports noting a separation between the venous blood line luer and the venous blood end of the dialyzer near the end of the pt treatments on four occasions. The blood line was twisted back into position on the dialyzer and the treatments were continued without incident. An estimated 10 - 15cc of blood loss was noted with each incident. No pt injury and no medical intervention was required.